Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory and a visual observation was performed and the pest infestation was found. No further analysis conducted as the communicator was returned with the condition that made the analysis impossible.

Event description:
Boston scientific received information that the communicator exhibited the buzzing sound and emitted smoke. A boston scientific company representative verified that the patient was unplugged and no one was injured. The company representative advised that a new communicator, a new sensor and a return label will be sent. The communicator was deactivated. No adverse patient effects were reported.